Event description:
Author: boden et al (2012); reference: boden ra, razak a, hussain sm, mcloughlin sj. Loose body following cross-pin fixation for anterior cruciate ligament reconstruction. J orthop traumatol. 2013 jun;14(2):155-7. Address: r. A. Boden; orthopaedic department, blackpool victoria hospital, whinney heys road, fy3 8nr blackpool, UK; e-mail: arif.razak@googlemail.com; patient characteristics: age: (B)(6), gender: male; type of lesion: acl tear, medial meniscus tear. Perioperative complications: joint: knee, anchor (# per lesion): rigidfix bioabsorbable pins (2), suture: other devices: metal interference screw (tibia), 2 mitek bioabsorbable screw for meniscus, technique: acl reconstruction (btb graft, 9 and 10 mm bone plugs), meniscus repair surgery: none, anesthesia: none, device complications: none, other: none. Time complication: 4 yrs. F/u time:6 mo. Loose device: broken cross pin (22 mm), acute collection on medial side of knee broken suture: n/a; tissue damage: no infection; imaging studies: MRI post-op: intact reconstructed acl and well-healed medial meniscus. Reoperation (related/unrelated): related: incision to retrieve broken pin. Outcomes: objective outcomes: rom: 0°-120°, stable on anterior drawer and lachman test (MRI showed well-healed meniscus and intact graft); functional outcomes: n/a; subjective outcomes: n/a; patient satisfaction: n/a.

Manufacturer narrative:
Our patient safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. We cannot confirm that this issue had been previously reported to mitek, so we are filing an adverse event report to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.